Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged mild headaches, special breathing difficulties, and shortness of breath. He has been to a doctor, and he has been prescribed allergy pills as well as means of inhalation, but nothing has worked. There was no report of patient harm or injury. Section d4 unique identifier number was captured incorrectly in the previous report. It has been updated and corrected in this report.  Section h6 health effects - clinical code has been updated or corrected in this report.